Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the keypad on the insulin pump. Customer stated that she accidentally went into the water. The customer's blood glucose level was 123 mg/dl. Insulin pump will need to be replaced. No additional information provided.